Event description:
Reporter indicated high lead impedance was obtained for a patient with vns diagnostics testing. The vns was disabled. No trauma was reported. X-rays were later received and reviewed by the manufacturer. A suspicious area of lead is noted at the strain relief area, but this may be contrast artifact as it is only seen in one view. The lead pin is fully inserted into the generator header, ruling out a lead pin issue and making a lead fracture more likely. Vns revision surgery appears likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.